Manufacturer narrative:
H3 evaluation summary. The service history record was reviewed and indicated that this is the first time that this unit has been returned for service. An evaluation of the kangaroo pump was performed. The unit was triaged, and the reported issue was confirmed. After review, it was determined that the gearbox was worn. The software was updated. The back housing, sensor, and battery were replaced. The hinge label, tyvek vent, serial number label, and vinyl foot were replaced due to back housing replacement. The pump was tested, and the problem was resolved. The pump is working as intended. No further actions are required at this time. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
The incident device has been requested but to date has not been received for evaluation. If the device is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device was overfeeding. Additional information was received stating that the issue occurred during testing. The volume to be infused was set to 75ml and the rate was set to 150ml/hr., however, the actual volume delivered was 85ml. The test was completed in 30 minutes. They used distilled water for testing.